Event description:
It was reported to tyco healthcare that a customer had a problem with compression system. The customer reports, "patient complained that pressure device was pinching their legs during night. Brusing noticed on legs. Machine returned to biomed for calibration. Pt is ambulatory and bruising fading."